Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user could not pair a dexcom g7 sensor to the ilet because the dexcom receiver was simultaneously in use; the user was instructed to disable the receiver and reenter the sensor pairing code so the ilet could serve as the receiver, after which the ilet was expected to establish bluetooth connection and resume automated glucose control. Symptoms included hyperglycemia with a reported glucose value of 201 mg/dl. Outcomes included no alerts or alarms, no reported medical intervention, and no reported hospitalization. Investigation included troubleshooting and user education regarding proper pairing workflow and device configuration. Investigation of this case revealed a pairing failure attributable to use of the standalone dexcom receiver, with the ilet requiring exclusive receiver function for successful bluetooth communication. It was concluded, based on previously established findings for similar reports, that user setup error led to communication interference and failed pairing.